Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging as the ipg has flipped in the patient's pocket. The ipg database analysis confirmed the ipg was working properly.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging as the ipg has flipped in the patient's pocket. The ipg database analysis confirmed the ipg was working properly.

Manufacturer narrative:
Additional information was received that during the revision, the physician noticed heavy fibrinous material buildup around the leads and the port connection. The physician decided to replace ipg. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint was not verified. Upon receiving, the ipg had been completely drained and was un-linkable. The depleted device was successfully charged to full capacity in two charge cycles without any issues despite the active stimulation settings set on. The device exhibits normal device characteristics.